Event description:
I have had both hips replaced with the pinnacle depuy hip device. The first one was done in 2008 and the second one was done in 2009. I started having strange grinding, and other strange sounds or movement in both hips. The left started first then the right. I have contacted my doctor who has assured me that this is not normal for the implant to make noises. I have pain running down my thighs and sharp pain in my hips. I have had blood work to verify if I have the metal debris in my blood, test has not come back yet.